Manufacturer narrative:
This report or other informtion submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that per agiliti, nurse stated that the mattress was extremely warm but the controller was not. No injury to patient. Agiliti will perform the testing. Complaint #(B)(4) was entered into our system.